Manufacturer narrative:
Investigation: visual inspection revealed that the dissection tip was received as a complete assembly. The cone was able to be detached. There was some evidence of blood in the tip and area where adhesive was present. Based upon the visual observations, the reported complaint for "conical tip broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip of the dissection tip from a vasoview accessory kit detached after it was removed from the tunnel. When it broke off it landed on the drape. This occurred after the dissection process was completed. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.